Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low, to 40 mg/dl. He reported that the blood glucose had been crashing four times a day after having a medication change. The customer declined to troubleshoot for low blood glucose. He was advised to monitor the blood glucose and to contact a health care professional regarding the issue. The insulin pump was not replaced or returned for analysis.